Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level of 446 mg/dl. Customer¿s current blood level was unknown. Customer was treated with manual injection. Customer declined troubleshoot for high blood glucose level. Insulin pump will not be returned for analysis.